Event description:
Customer reported clear droplets in the reservoir during filling. She stated that it was possibly lubricant. The blood glucose reading was 200 mg/dl. She stated that the blood glucose was elevated because it was hot outside and she was at the end of the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.